Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had not reached target temperature of 36c yet in an arctic sun device. The patient had been cooling for over 4 hours. Patient temperature (pt) was 37.1c. Flow rate (fr) 3lpm, water 31c. Directed caller to system diagnostics. Chiller temperature (t4) was 10c. Mixing pump command (mpc) was 100 percentage. System hours was 2224.4. Pump hours was 2027.9. Confirmed alert 113 (reduced water temperature control) in event log. Asked nurse to change devices. Send this device to biomed labeled with alert 113, not cooling. Per review of wo on 15jun2023, the device will be coming in for the 2000 hour pm service, bad mixing pump. Per investigator notification received on 12jul2023, it was reported that the initial test observed low/marginal flow and the unit was primed in decontamination to fill ,the l-tube & double l-tubing appears distended/expanded however water flow was not impeded and also it will be replaced preventatively, failed initial test, error 45.

Event description:
It was reported that the patient had not reached target temperature of 36c yet in an arctic sun device. The patient had been cooling for over 4 hours. Patient temperature (pt) was 37.1c. Flow rate (fr) 3lpm, water 31c. Directed caller to system diagnostics. Chiller temperature (t4) was 10c. Mixing pump command (mpc) was 100 percentage. System hours was 2224.4. Pump hours was 2027.9. Confirmed alert 113 (reduced water temperature control) in event log. Asked nurse to change devices. Send this device to biomed labeled with alert 113, not cooling. Per review of wo on 15jun2023, the device will be coming in for the 2000 hour pm service, bad mixing pump. Per investigator notification received on 12jul2023, it was reported that the initial test observed low / marginal flow and the unit was primed in decontamination to fill ,the l-tube & double l-tubing appears distended/expanded however water flow was not impeded and also it will be replaced preventatively, failed initial test ,error 45.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.